Manufacturer narrative:
The customer reported that there were no wbc results being generated and a blocked wbc aperture. The field service engineer (fse) stated that the customer put the instrument in extended disinfect cycle. The instrument worked after cycle was complete. However, the issue persisted the next day. The fse evaluated the instrument and found the wbc count solenoid was not opening, causing no flow at pinch valve pv3. The fse replaced the wbc count valve. The repairs were verified per established service procedures. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported that the white blood cell (wbc) aperture was blocked and there were no wbc results being generated on a coulter hmx hematology analyzer with autoloader. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.